Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was not charging. Customer changed the usb cable and adapter to resolve the issue. Customer's blood glucose was 325 mg/dl.